Manufacturer narrative:
"The device was used for an off label indication. Concomitant products: product ID 3981, serial # (B)(4), implanted: (B)(6)1992, product type lead; product ID 7496-25, serial # (B)(4), implanted: (B)(6) 1992, product type extension. (B)(4).

Event description:
It was reported the patient was undergoing a clinical trial for a trigeminal ganglion stimulator in 1993 and needed to have the device therapy explanted. It was noted the patient was having some leaking voltage that impacted his optic nerve. The patient reportedly had a silver void in the field of vision of his right eye.